Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited unacceptable thresholds. The lead was not used and a new lead was implanted.